Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External causes. There was no carton returned, only the sealed package. The package was visually examined and it was found to be properly labeled and has complete seal around circumference of the blister and tyvek lid. Visual inspection of the package confirmed a rip that appeared to have been caused by impact force from above the tyvek. The blister was also damaged at the same place in the package. The blister was tested using dye test and a hole was not confirmed in the blister. The damage to the package occurred at an area of the package that is not over or near the reload cartridge. Nothing in the process would impact that section of the package. The damage appears to be caused by forceful impact on the package while outside of its carton. It is suspected that the damage was caused external to packaging process. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the runner in ot discovered a small crack on sterile pack of the reload.